Event description:
This is a spontaneous report by a physician from (B)(6) of bacterial peritonitis with culture positive for enterobacter cloacae, abdominal distention, nausea, and chronic pd failure in a (B)(6) female patient coincident with dianeal unknown and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal, 10 liters daily, lot number 10g28g30 and extraneal viaflex, 2 liters daily, lot number 10i23g37 intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient experienced recurrent abdominal distention and nausea. On an unknown date a culture of the dialysate was done and a diagnosis of peritonitis was made. The patient's symptoms initially improved in (B)(6) 2010, but recurred again on (B)(6) 2010. Beginning (B)(6) 2010, the patient received antibiotic treatment with ciprofloxacin 500 mg po twice a day. On an unreported date, the patient experienced chronic pd failure and intermittent hemodialysis was introduced. As of the time of this report, the patient's symptoms were improving. The outcome for the chronic pd failure was not reported. Dianeal and extraneal therapy continued unchanged. Concomitant medications were not reported. The physician believed the reported events were unlikely to be related to dianeal and extraneal therapy. The physician did not provide an opinion of causality for the event of chronic pd failure.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.